Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2010, product type: catheter; product ID 8583, lot# n235354, implanted: (B)(6) 2010, product type: accessory; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
It was reported that error code 8286 was seen on the personal therapy manager (ptm) when a bolus was requested the night prior and the day of the report. The pump was lasted filled on (B)(6) 2014. The patient denied hearing any alarms or any symptoms (no withdrawal symptoms). The pump was used to deliver morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.